Event description:
The reporting facility reported, a malfunction involving a 110-4g, intracranial pressure temperature monitoring kit. The device zeroed successfully, however, did not register on the monitor. The monitor was switched out without success. The event involved a patient resulting in an increase in surgery time of thirty minutes. No patient injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.